Event description:
Pt developed infiltration after 50cc injection of contrast. Progressed to extravasation involving left hand and left wrist. Plastic surgeon consulted. Condition of left hand post procedure purple, edematous, blistering cool and radial pulse present with doppler.